Event description:
The trach tube was implanted/placed in the pt in an uneventful surgery. Surgery was completed and pt was moved from or to the in-pt bed. The anesthesiologist noticed "gurgling sounds" and found that the trach tube was no longer tight. Physician placed a new tube. After removal of the old trach, the balloon was tested & found to have a leak. No injury to pt.